Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2025-0000075. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and device rupture.

Event description:
Patient reported baby had any serious medical problems or a congenital abnormality "torticollis- neck leans to the left- pt states it is getting better, and its' due from the c section", follow-up with allergan sr. Risk mgmt specialist, reveals the event is not device related. Healthcare professional later reported rupture and capsular contracture, baker grade IV. Record is for left side. Device was explanted.